Manufacturer narrative:
A.1.-a.5. Patient information was not provided d.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 roller pump. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issues. Serial read out (real time device parameters and setting recording file) of the pump was collected. The pump, together with the level sensor, were tested with a simulator and no issue could be reproduced: the pump behaved as expected. The pump was checked as per current cei standards and functionally tested. The pump has been returned to customer. The customer reported that they tried to restart it by turning the knob but it didn't help. The total pump stop lasted around 30 sec. Preliminary analysis of the log founded two consecutive level alarms barely a minute apart, the third 10 minutes later. In general, I also found various persistent errors about the touchscreen resistance being too high. It can be that the level was around the threshold, so the display initially returned to the green band, and immediately afterwards returned to an error condition which kept the pump stopped, problem was resolved before the display was updated, causing the pump to restart autonomously as they later reported. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during weaning phase of a procedure, for clinical reasons, the patient blood level into the reservoir dropped below the level alarm. This correctly triggered the level alarm and the stop of the master s5 roller pump 150. However, when the level of the blood in the reservoir oxygenator rose again, the level alarm cleared and the master pump did not re-start automatically as expected. The perfusionist tried to restart the master pump by bringing the flow potentiometer to zero without any positive result. After about 10 -15 seconds, the master pump re-started again autonomously. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: according to the serial read-out of the pump (real time device parameters and setting recording file), the procedure lasted about 50 minutes, from 18:20 to 19:10. In addition, from the analysis of them, it is confirmed that the master pump was stopped by a level alarm at 19:11:23. After less than a minute (19:12:18), the pump was blocked again by a second level alarm. Considering the short period of time between the two level alarms and the fact that the user tried to restart the pump manually, it cannot be excluded that the level in the reservoir was at the limit and, when trying to manually reactivate the pump, it dropped below the threshold again, causing the second pump stop and therefore the persistent situation of level below the threshold that prevented the pump from restarting autonomously. Therefore, taking into account that no device malfunction occurred and the issue was most likely related to a persistent low level situation (clinical event), that may be related to user manipulation of the pump after the alarm, the event is reassessed as not reportable.